Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant inratio results. Results as follows: date: (B)(6) 2013, inratio: 0.9, physician's poc meter: 2.1. Time between tests: 1 minute. Poc meter used a different finger from the same hand.